Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was in 500 mg/dl range. Reportedly, the customer required assistance from contacts to address bg level with a manual insulin injection and fluids. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.